Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history record for the heartmate 3 system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) describes how to safely exchange the system controller with the backup system controller. The heartmate 3 patient handbook (section 3 ¿powering the system¿) describes how to properly power the system using 14v lithium-ion batteries. This section also explains how to check the charge level of batteries using either the on-battery gauge or the universal battery charger. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including low voltage alarms, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of the ¿green arrow¿ (pump running led) not being illuminated was not confirmed. However, the reported event of low voltage alarms was confirmed via review of the submitted log files. The submitted log file from the primary controller (serial number: (B)(6)) contained approximately 3 days of data ((B)(6) 2022 to (B)(6) 2022 per timestamp). At 7:08:20 on (B)(6) 2022, the white power cable was disconnected from the mobile power unit; shortly later at 7:09:09, this cable was connected to battery power. Following this connection, the rsoc and voltage of the white cable were observed to be below the designed low voltage threshold. A low voltage advisory alarm was therefore activated. The white cable was disconnected and reconnected to battery power a few times; however, the alarm did not resolve, as the rsoc and voltage remained below the alarm threshold each time. The battery connected to the black cable was also disconnected twice; during each of these disconnections, low voltage hazard alarms were activated. These alarms returned to low voltage advisories when the black cable was reconnected to external power. The driveline was disconnected from the primary controller at 7:18:09 on (B)(6) 2022 and remained disconnected throughout the remainder of the data, which is consistent with the controller being exchanged. The driveline was later connected to the backup controller (serial number: (B)(6)). Throughout the ~4 days in which the backup controller was in patient use, no atypical events were observed. The pump maintained a speed above the low speed limit while the driveline was connected to either controller. The root causes of the low voltage alarms and pump running led issue could not be confirmed, as the heartmate 3 system controller was not returned for analysis, and the submitted log files did not reveal any events which would result in the led being off prior to the controller's exchange. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient changed their controller on (B)(6) 2022 due to low voltages as well as a green arow not illuminated. The patient claimed to be lightheaded but had also experienced lightheadedness due to prior known bleeding issues. The event log captured the patient using the mobile power unit (mpu) and the next event logged on (B)(6) 2022 @0708 was a power cable disconnect on the white power lead. The white lead was disconnected for about a minute then there were low voltage advisory events @0709 even though the black lead was connected to the mpu. About 40 seconds later both power leads show disconnected like the mpu lost power causing low voltage hazard events. Appeared that the patient connected to battery power on the black power lead @0710 but the white power lead still showed disconnected. @0715 the patient connected an almost depleted battery to the white power lead with the black power lead now showing disconnected causing low voltage hazard events. The driveline was disconnected @0718 assuming the controller was attempted to be exchanged at that time. There seemed to be a weak connection at the white power lead while using the mpu. Ther was no evidence that the mpu lost power, or a double power cable disconnect occurred due to the fact that the emergency backup battery (ebb) was not enabled during this time. Related mfrs: pump: 2916596-2022-15623, mpu: 2916596-2022-15622.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ¿green arrow¿ (pump running led) not being illuminated was not confirmed. However, the reported event of low voltage alarms was confirmed via review of the submitted log files. The submitted log file from the primary controller (serial number: (B)(6)) contained approximately 3 days of data ((B)(6) 2022 to (B)(6) 2022 per timestamp). At 7:08:20 on (B)(6) 2022, the white power cable was disconnected from the mobile power unit; shortly later at 7:09:09, this cable was connected to battery power. Following this connection, the rsoc and voltage of the white cable were observed to be below the designed low voltage threshold. A low voltage advisory alarm was therefore activated. The white cable was disconnected and reconnected to battery power a few times; however, the alarm did not resolve, as the rsoc and voltage remained below the alarm threshold each time. The battery connected to the black cable was also disconnected twice; during each of these disconnections, low voltage hazard alarms were activated. These alarms returned to low voltage advisories when the black cable was reconnected to external power. The driveline was disconnected from the primary controller at 7:18:09 on (B)(6) 2022 and remained disconnected throughout the remainder of the data, which is consistent with the controller being exchanged. The driveline was later connected to the backup controller. Throughout the 4 days in which the backup controller was in patient use, no atypical events were observed. The pump maintained a speed above the low speed limit while the driveline was connected to either controller. The root causes of the low voltage alarms and pump running led issue could not be confirmed, as the heartmate 3 system controller was not returned for analysis, and the submitted log files did not reveal any events which would result in the led being off. Review of the device history record for the heartmate 3 system controller showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ describes how to safely exchange the system controller with the backup system controller. The heartmate 3 patient handbook section 3 ¿powering the system¿ describes how to properly power the system using 14v lithium-ion batteries. This section also explains how to check the charge level of batteries using either the on-battery gauge or the universal battery charger. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible) that are associated with the system controller, including low voltage alarms, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.